Event description:
Customer called stating she has had blisters from pumping. She was sent 21mm breast shields since her areola is pulled into the tunnel. The customer now reports her nipples are cracked and chaffed and bleeding. She is going to see a lactation consultant to get help with this issue.

Manufacturer narrative:
The pump was not returned to medela for evaluation/ investigation. No additional information was provided past the initial complaint report; therefore, no conclusion can be drawn as to the definitive cause of the event. The customer was advised at the time of the initial call that she may be in between sizes for the breast shields. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.